Manufacturer narrative:
Eval: examinatin of the returned 20 cc. Pediatric iab (serial number ar007595) revealed that it contained a 20 cc syringe instead of a 60 cc syringe as per product spec. It is worth noting that the product was never used on a pt. Probable cause of difficulty: the reported problem was verified during lab examination. The appropriate personnel at datascope have been made aware of this complaint and steps are being taken to prevent future occurrences. A review of the complaint database has revealed this to be an isolated incident. A product recall was initiated on 4/10/98. The product was returned to datascope on 5/7/98. An initial MDR was filed with the FDA on 5/8/98 to report the incident. (This follow-up MDR was mailed to the FDA on 6/3/98).

Event description:
A 20 cc. Syringe was packaged with a pediatric iab and shipped to the facility. A 60 cc. Syringe should have been provided with the pediatric iab. The iab was never used on a pt. (Event complications: none from the event- reported 4/10/98.) (Pt's current status: unk- rpt'd 4/10/98.)